Manufacturer narrative:
H10: the lot number was provided for one of the three malfunctions; therefore, a lot history review was performed. The samples were not returned to the manufacturer for evaluation. However, medical records were provided and reviewed for two malfunctions of which one included images and for the remaining one malfunction, medical record was not provided. For two malfunctions, the investigation is inconclusive for difficult to remove. For the remaining malfunction,the investigation is confirmed for difficult to remove, additionally it was determined to have and also confirmed for perforation(a0101). Based upon the available information, the definitive root cause for this event is unknown. The devices are labeled for single use.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model dl900f vena cava filter allegedly experienced difficult to remove. This information was received from various sources. All the three malfunctions were involved patients with no known impact to the patient. Of the three reported patients, one male patient was 61 years old weighs 289 pounds. One female patient weighed 174 pounds; however, age was not provided. The remaining patient age, weight and gender was not provided.

Manufacturer narrative:
The lot number was provided for one of the three malfunctions; therefore, a lot history review is was performed. The samples were not returned to the manufacturer for evaluation; however, medical records and one image were returned for two of the three malfunctions. All of the three malfunctions were inconclusive for retrieval difficulties. Based upon the available information, the definitive root cause for this event is unknown. The devices are labeled for single use.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model dl900f vena cava filter allegedly experienced difficult to remove. This information was received from various sources. The three events involved patients with no known impact to the patient. Of the three patients, one patient was a (B)(6) year old male that weighed (B)(6) lbs. One patient was female; however her age and weight were not provided. The age, weight, and gender were not provided for the other patient.